Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the infusion on a system turned itself off. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the fluidics infusion printed circuit board (pcb) was as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 8, 2016. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system related to the reported infusion issue. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The fluidics module was received for evaluation. This sample was not evaluated as it was not related to the original reported event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the procedure was a vitrectomy.